Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, there was no ventricular capture during pm's replacement on dependent patient. The pacemakerwas set at the initilisation phase in bipolar pacing. The physician tried to interrogate the device when he inserted and screwed the ventricular lead. At first we had stimulation but we lost the connection during the interrogation phase. After this loss, the device did not pace anymore and the paramter for bipolar pacing couldn't be accessed.

Event description:
Reportedly, there was no ventricular capture during pm's replacement on dependent patient. The pacemakerwas set at the initilisation phase in bipolar pacing. The physician tried to interrogate the device when he inserted and screwed the ventricular lead. At first we had stimulation but we lost the connection during the interrogation phase. After this loss, the device did not pace anymore and the paramter for bipolar pacing couldn't be accessed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device history report shows that the subject device was manufactured and delivered according to all applicable procedures.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device history report shows that the subject device was manufactured and delivered according to all applicable procedures. The review of provided data highlighted several errors during the implantation of the subject device on (B)(6) 2024: - the automatic detection of the implantation was disabled during the implantation at 14h16. The deactivation of the automatic detection of the implantation set the device in unipolar ventricular pacing and sensing triggering no efficient pacing as long as the device was not inserted in the pocket. - several telemetry errors were logged in the provided data, explaining the reported loss of communication during the interrogation phase and the fact that the polarity could not be changed to bipolar to ensure ventricular pacing. Just before the deactivation of the automatic detection of the implantation (at 14h15), the impedance had been measured in ¿uni+bip¿ configuration ¿ 705 ohms ¿ showing a good connection of the tip wire to the subject device. Automatic bipolar measurement couldn¿t be performed since the automatic detection of the implantation was deactivated at 14h16. The subject device was returned to microport to investigate the ventricular and atrial connections: no connection issues were found. Regular tightening marks are visible leading to appropriate connection of both leads to the subject device. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there was no ventricular capture during pm's replacement on dependent patient. The pacemakerwas set at the initilisation phase in bipolar pacing. The physician tried to interrogate the device when he inserted and screwed the ventricular lead. At first we had stimulation but we lost the connection during the interrogation phase. After this loss, the device did not pace anymore and the paramter for bipolar pacing couldn't be accessed.